Event description:
Same case as MFR report# 2134265-2009-05524 and 2134265-2009-05525. It was reported that during a percutaneous coronary angioplasty (pci) procedure, three balloon ruptures occurred. The lesion being treated was located in the calcified left anterior descending (lad) artery. Three 1.5 x 20mm maverick balloons were used to dilate the lesion; each of the balloons ruptured at 10 atm. The number of inflations and to what atms is unknown. No patient complications were reported. The patient's condition was reported as "stable". Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family conducted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).